Event description:
In a spreadsheet recording operative and follow-up data, and accompanying peri-operative narrative summaries first delivered to the distributor in 07/99, a series of 27 perma-seal graft patients treated by a single group of physician users at several local hospitals reported the following: eight graft occlusions requiring interventional or surgical declotting, five graft replacements, and one case of "infiltration" (stenosis). Eight patients reported no complications over their follow-up period (up to several months). There was no information regarding patient selection, peri-operative management, or graft handling.